Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2009. Since the implantation of mesh devices, the patient has experienced mesh erosion, mesh contraction, infection, fistula, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, neuropathic and other acute and chronic nerve damage, pelvic floor damage, pelvic pain, urinary and fecal incontinence, prolapse of organs, and often additional intensive medical treatment, including but not limited to operations to locate and remove mesh, attempts to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a mesh implantation to treat pelvic organ prolapse concurrent with a hysterectomy on (B)(6) 2009. It was reported that following insertion that the patient experienced pain, erosion, extrusion, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) /2012. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).